Manufacturer narrative:
Our product evaluation lab received one model 120804fp catheter without any attached components. The balloon latex appeared deteriorated, and the balloon did not inflate due to leakage from the distal side of the balloon latex. Some holes were observed from the distal side of the balloon and the catheter tip latex. After cutting the proximal windings, the edges of the holes did not appear to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of the balloon could not maintain its inflation was confirmed on evaluation. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint.

Event description:
It was reported that during use of a model 120804fp catheter, the balloon would not maintain inflation. Balloon leakage was suspected, so the catheter was no longer used. There were no patient complications or injury reported.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A pra was already generated to cover the balloons with fragmentations for embolectomy products. A CAPA is in process to address the balloon latex deterioration failure for embolectomy models. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information was obtained indicating that the event reported in the initial submission of medwatch report (B)(4) was the same event reported in medwatch report (B)(4). It was clarified that two catheters failed during the same procedure and the issue was resolved with a third functioning catheter. It is clarified that the first failed catheter was reported under medwatch report (B)(4) and the second failed catheter was reported under medwatch report (B)(4).